Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer reported the drive support cap to appear normal. The customer reported unexpected restart, signal too low alarm and displayable history crc check failed at startup alarm. The product was not returned for analysis.